Manufacturer narrative:
Concomitant product: product ID: 8711, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Manufacturer narrative:
.

Event description:
It was later reported that patient experienced skin breakdown for six days. The skin breakdown was related to the device. The patient's mother brought him to the emergency room. The patient was discharged on (B)(6) -2010.

Event description:
It was reported the patient¿s skin appeared to be breaking down near the anchor site. It was reported a revision took place and the anchor site was moved slightly away from the location where the skin appeared to be breaking down. It was noted there were no symptoms or complications associated with the event and there was no product issue reported. The pump was being used to deliver baclofen. A follow-up report will be sent if additional information becomes available.